Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), hypersensitivity ("allergies") with rash, alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, hypersensitivity, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, fatigue, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and erysipelas ("rashes or skin conditions type: erysipelas on face") in a 37-year-old female patient who had essure (batch no. 919032) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disease in (B)(6) 2011 and shingles from 2009 to 2010. Previously administered products included for an unreported indication: valtrex from 2009 to 2010, gabapentin from 2009 to 2010 and lyrica from 2009 to 2010. Concurrent conditions included overweight, hypertension since 2016 and hyperlipidemia since 2016. Concomitant products included amlodipine since 2016, metformin since 2016 and trazodone since 2004. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy periods with large clots"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) / painful periods") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced fatigue ("fatigue"), weight increased ("weight gain") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2014, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: medication allergy") and food allergy ("allergic or hypersensitivity reaction type: food allergy"). On (B)(6) 2014, 2 years 8 months after insertion of essure, the patient experienced erysipelas (seriousness criterion medically significant). In 2016, the patient experienced benign neoplasm ("tumor / teratoma / cancer type: benign tumor at the end of fallopian tube"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), multiple allergies ("allergies") with rash, inflammation ("allergic or hypersensitivity reaction type: system wide inflammation"), allergy to metals ("nickel allergy"), back pain ("whole back pain"), arthralgia ("joint pain"), dyspareunia ("painful sex"), coagulopathy ("heavy clotting"), ovulation pain ("painful ovulation") and musculoskeletal stiffness ("stiffness"). The patient was treated with surgery (to remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue and abdominal distension was resolving, the genital haemorrhage, erysipelas, multiple allergies, menorrhagia, inflammation, vaginal infection, female sexual dysfunction, migraine, headache, nausea, allergy to metals, benign neoplasm, vaginal discharge, weight increased, drug hypersensitivity, food allergy, back pain, arthralgia, dyspareunia, coagulopathy, ovulation pain and musculoskeletal stiffness outcome was unknown and the alopecia and dysmenorrhoea had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, back pain, benign neoplasm, coagulopathy, drug hypersensitivity, dysmenorrhoea, dyspareunia, erysipelas, fatigue, female sexual dysfunction, food allergy, genital haemorrhage, headache, inflammation, menorrhagia, migraine, multiple allergies, musculoskeletal stiffness, nausea, ovulation pain, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia) heavy periods with large clots, allergic or hypersensitivity reaction type: system wide inflammation, infection (bladder/ urinary tract/vaginal) type: vaginal infections, apareunia (inability to have sexual intercourse), rashes or skin conditions type: erysipelas on face, migraines / headaches, nausea, dysmenorrhea (cramping), nickel allergy, tumor / teratoma / cancer type: benign tumor at the end of fallopian tube, vaginal discharge, weight gain, bloating, whole back pain, joint pain, stiffness, painful ovulation, heavy clotting, painful sex. Concomitant disease, historical condition and drug, plaintiff name, lab data were added. Outcome of event pelvic pain, alopecia, fatigue were update. Onset date of event pelvic pain, fatigue, alopecia were update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and erysipelas ("rashes or skin conditions type: erysipelas on face") in a 37-year-old female patient who had essure (batch no. 919032) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disease in (B)(6) 2011 and shingles from 2009 to 2010. Previously administered products included for an unreported indication: valtrex from 2009 to 2010, gabapentin from 2009 to 2010 and lyrica from 2009 to 2010. Concurrent conditions included overweight, hypertension since 2016 and hyperlipidemia since 2016. Concomitant products included amlodipine since 2016, metformin since 2016 and trazodone since 2004. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy periods with large clots"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) / painful periods") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced fatigue ("fatigue"), weight increased ("weight gain") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2014, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: medication allergy") and food allergy ("allergic or hypersensitivity reaction type: food allergy"). On (B)(6) 2014, 2 years 8 months after insertion of essure, the patient experienced erysipelas (seriousness criterion medically significant). In 2016, the patient experienced benign neoplasm ("tumor / teratoma / cancer type: benign tumor at the end of fallopian tube"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), multiple allergies ("allergies") with rash, inflammation ("system wide inflammation"), allergy to metals ("nickel allergy"), back pain ("whole back pain"), arthralgia ("joint pain"), dyspareunia ("painful sex"), coagulopathy ("heavy clotting"), ovulation pain ("painful ovulation") and musculoskeletal stiffness ("stiffness"). The patient was treated with surgery (to remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue and abdominal distension was resolving, the genital haemorrhage, erysipelas, multiple allergies, menorrhagia, inflammation, vaginal infection, female sexual dysfunction, migraine, headache, nausea, allergy to metals, benign neoplasm, vaginal discharge, weight increased, drug hypersensitivity, food allergy, back pain, arthralgia, dyspareunia, coagulopathy, ovulation pain and musculoskeletal stiffness outcome was unknown and the alopecia and dysmenorrhoea had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, back pain, benign neoplasm, coagulopathy, drug hypersensitivity, dysmenorrhoea, dyspareunia, erysipelas, fatigue, female sexual dysfunction, food allergy, genital haemorrhage, headache, inflammation, menorrhagia, migraine, multiple allergies, musculoskeletal stiffness, nausea, ovulation pain, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: following company internal coding review, the reported event "allergic or hypersensitivity reaction type: system wide inflammation" was coded back to the previous meddra llt: inflammation nos. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no. 919032) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder disease in (B)(6) 2011 and shingles from 2009 to 2010. Previously administered products included for an unreported indication: valtrex from 2009 to 2010, gabapentin from 2009 to 2010 and lyrica from 2009 to 2010. Concurrent conditions included hypertension since 2016, hyperlipidemia since 2016 and overweight. Concomitant products included amlodipine since 2016, metformin since 2016 and trazodone since 2004. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy periods with large clots"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) / painful periods") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloatting") and was found to have weight increased ("weight gain"). In 2014, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: medication allergy") and food allergy ("allergic or hypersensitivity reaction type: food allergy"). On (B)(6) 2014, the patient experienced erysipelas ("rashes or skin conditions type: erysipelas on face"), 2 years 8 months after insertion of essure. In 2016, the patient was found to have benign neoplasm ("tumor / teratoma / cancer type: benign tumor at the end of fallopian tube"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), multiple allergies ("allergies") with rash, inflammation ("system wide inflammation"), allergy to metals ("nickel allergy"), back pain ("whole back pain"), arthralgia ("joint pain"), dyspareunia ("painful sex/ dyspareunia (painful sexual intercourse)."), coagulopathy ("heavy clotting"), ovulation pain ("painful ovulation"), musculoskeletal stiffness ("stiffness"), adenomyosis ("adenomyosis"), abscess ("abscesses since my hysto in feb"), type 2 diabetes mellitus ("diabetes type 2"), vulvovaginal pain ("vaginal pain"), neuralgia ("nerve pain"), vulvovaginal mycotic infection ("yeast infection"), asthma ("asthma"), furuncle ("painful boils since my hysto in feb"), teeth brittle ("teeth splintering") and tooth disorder ("teeth loose"). The patient was treated with surgery (to remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue and abdominal distension was resolving, the genital haemorrhage, erysipelas, multiple allergies, menorrhagia, inflammation, vaginal infection, female sexual dysfunction, migraine, headache, nausea, allergy to metals, benign neoplasm, vaginal discharge, weight increased, drug hypersensitivity, food allergy, back pain, arthralgia, dyspareunia, coagulopathy, ovulation pain, musculoskeletal stiffness, adenomyosis, abscess, type 2 diabetes mellitus, vulvovaginal pain, neuralgia, vulvovaginal mycotic infection, asthma, furuncle, teeth brittle and tooth disorder outcome was unknown and the alopecia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abscess, adenomyosis, allergy to metals, alopecia, arthralgia, asthma, back pain, benign neoplasm, coagulopathy, drug hypersensitivity, dysmenorrhoea, dyspareunia, erysipelas, fatigue, female sexual dysfunction, food allergy, furuncle, genital haemorrhage, headache, inflammation, menorrhagia, migraine, multiple allergies, musculoskeletal stiffness, nausea, neuralgia, ovulation pain, pelvic pain, teeth brittle, tooth disorder, type 2 diabetes mellitus, vaginal discharge, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: erysipelas, pelvic pain, alopecia, adenomyosis, abscesses, diabetes type 2, vaginal pain, nerve pain, vaginal mycotic infection, asthma, boils, teeth brittle, and teeth abnormal¿ were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: social media record received. Events¿ adenomyosis, abscesses since my hysto in feb, diabetes type 2, vaginal pain, nerve pain, yeast infection, asthma, painful boils since my hysto in feb, teeth splintering, and teeth loose¿ were added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and erysipelas ("rashes or skin conditions type: erysipelas on face") in a 37-year-old female patient who had essure (batch no. 919032) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disease in (B)(6) 2011 and shingles from 2009 to 2010. Previously administered products included for an unreported indication: valtrex from 2009 to 2010, gabapentin from 2009 to 2010 and lyrica from 2009 to 2010. Concurrent conditions included overweight, hypertension since 2016 and hyperlipidemia since 2016. Concomitant products included amlodipine since 2016, metformin since 2016 and trazodone since 2004. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy periods with large clots"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) / painful periods") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced fatigue ("fatigue"), weight increased ("weight gain") and abdominal distension ("gastrointestinal or digestive system condition type: bloatting"). In 2014, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: medication allergy") and food allergy ("allergic or hypersensitivity reaction type: food allergy"). On (B)(6) 2014, 2 years 8 months after insertion of essure, the patient experienced erysipelas (seriousness criterion medically significant). In 2016, the patient experienced benign neoplasm ("tumor / teratoma / cancer type: benign tumor at the end of fallopian tube"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), multiple allergies ("allergies") with rash, hypersensitivity ("allergic or hypersensitivity reaction type: system wide inflammation"), allergy to metals ("nickel allergy"), back pain ("whole back pain"), arthralgia ("joint pain"), dyspareunia ("painful sex"), coagulopathy ("heavy clotting"), ovulation pain ("painful ovulation") and musculoskeletal stiffness ("stiffness"). The patient was treated with surgery (to remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue and abdominal distension was resolving, the genital haemorrhage, erysipelas, multiple allergies, menorrhagia, hypersensitivity, vaginal infection, female sexual dysfunction, migraine, headache, nausea, allergy to metals, benign neoplasm, vaginal discharge, weight increased, drug hypersensitivity, food allergy, back pain, arthralgia, dyspareunia, coagulopathy, ovulation pain and musculoskeletal stiffness outcome was unknown and the alopecia and dysmenorrhoea had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, back pain, benign neoplasm, coagulopathy, drug hypersensitivity, dysmenorrhoea, dyspareunia, erysipelas, fatigue, female sexual dysfunction, food allergy, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, multiple allergies, musculoskeletal stiffness, nausea, ovulation pain, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no. 919032) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder disease in (B)(6)2011 and shingles from 2009 to 2010. Previously administered products included for an unreported indication: valtrex from 2009 to 2010, gabapentin from 2009 to 2010 and lyrica from 2009 to 2010. Concurrent conditions included hypertension since 2016, hyperlipidemia since 2016 and overweight. Concomitant products included amlodipine since 2016, antibiotics, fluconazole (diflucan), metformin since 2016 and trazodone since 2004. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy periods with large clots"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) / painful periods") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"). In 2014, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: medication allergy") and food allergy ("allergic or hypersensitivity reaction type: food allergy"). On (B)(6)2014, the patient experienced erysipelas ("rashes or skin conditions type: erysipelas on face"), 2 years 8 months after insertion of essure. In 2016, the patient was found to have benign neoplasm ("tumor / teratoma / cancer type: benign tumor at the end of fallopian tube"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), multiple allergies ("allergies") with rash, inflammation ("system wide inflammation"), allergy to metals ("nickel allergy"), back pain ("whole back pain"), arthralgia ("joint pain"), dyspareunia ("painful sex/ dyspareunia (painful sexual intercourse)."), coagulopathy ("heavy clotting"), ovulation pain ("painful ovulation"), musculoskeletal stiffness ("stiffness"), adenomyosis ("adenomyosis"), abscess ("abscesses since my hysto in feb"), type 2 diabetes mellitus ("diabetes type 2"), vulvovaginal pain ("vaginal pain"), neuralgia ("nerve pain"), vulvovaginal mycotic infection ("yeast infection"), asthma ("asthma"), furuncle ("painful boils since my hysto in (B)(6)"), teeth brittle ("teeth splintering"), loose tooth ("teeth loose"), malaise ("my sick uterus was very sick"), fungal infection ("I had a yeast infection"), adnexa uteri pain ("my ovaries hurt all the time too form cysts"), vulvovaginal discomfort ("vaginal discomfort"), ovarian cyst ("ovarian cyst"), impaired healing ("internal healing"), pruritus ("itched"), menopause ("menopause"), anxiety ("anxious") and speech disorder ("speechless"). The patient was treated with surgery (to remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, fatigue and abdominal distension was resolving, the genital haemorrhage, erysipelas, multiple allergies, menorrhagia, inflammation, vaginal infection, female sexual dysfunction, migraine, headache, nausea, allergy to metals, benign neoplasm, vaginal discharge, weight increased, drug hypersensitivity, food allergy, back pain, arthralgia, dyspareunia, coagulopathy, ovulation pain, musculoskeletal stiffness, adenomyosis, abscess, type 2 diabetes mellitus, vulvovaginal pain, neuralgia, vulvovaginal mycotic infection, asthma, furuncle, teeth brittle, loose tooth, malaise, fungal infection, adnexa uteri pain, vulvovaginal discomfort, ovarian cyst, impaired healing, pruritus, menopause, anxiety and speech disorder outcome was unknown and the alopecia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abscess, adenomyosis, adnexa uteri pain, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, benign neoplasm, coagulopathy, drug hypersensitivity, dysmenorrhoea, dyspareunia, erysipelas, fatigue, female sexual dysfunction, food allergy, fungal infection, furuncle, genital haemorrhage, headache, impaired healing, inflammation, loose tooth, malaise, menopause, menorrhagia, migraine, multiple allergies, musculoskeletal stiffness, nausea, neuralgia, ovarian cyst, ovulation pain, pelvic pain, pruritus, speech disorder, teeth brittle, type 2 diabetes mellitus, vaginal discharge, vaginal infection, vulvovaginal discomfort, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: social media received :- reporter information was added. New event added sickness, yeast infection, ovarian pain, vaginal discomfort, ovarian cyst, internal healing, itched, menopause, anxious, speechless. Concomitants drugs was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.